Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation the keypad cover was found to be undamaged, however, all buttons were found to be unresponsive. Moisture was observed under the display lens. Unrelated to the original complaint, the pump casing was found to be cracked between the case seal and the keypad. A leak test was performed and failed due to a pump case leak. The pump¿s keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and moisture was observed on the display or the keypad flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down, ok and the backlight buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.